Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia((bleeding b/w periods)"), anaemia ("anemia"), fatigue ("fatigue"), migraine ("migraines"), dizziness ("dizziness"), abdominal distension ("bloating") and paraesthesia ("tingling"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, anaemia, fatigue, migraine, dizziness, abdominal distension and paraesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, paraesthesia and pelvic pain to be related to essure. The reporter commented: she had received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, back,other, dysmennorhea (cramping), menorrhagia, metorhagia, anemia,gen. Abnorm bleed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event "injury nos" updated with "pelvic pain", events "dyspareunia, pelvic pain,abdominal pain, back pain,dysmenorrhea,menorrhagia,metrorrhgia,genital bleeding, anemia, fatigue, migraine, dizziness, bloating, tingling", added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.